Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00126. This is the first MDR submitted for the first suspect product. A physician reported a pt who has originally skin tested and treated in the past (dates not known)by an unknown physician. The pt was initially treated by the physician with two formulations of product in the periorbital fine lines, upper and lower vermilion borders, both oral commissures and a few vertical lip lines. On 22 april 1999 the pt telephoned reporting the onset of symptoms of raised redness with slight swelling at the periorbital treatment sites only. On 23 april 1999 the pt was seen; the physician observed the symptoms reported by the pt. The pt stated the symptoms has been fairly constant. On 10 may 1999 the pt called from mexico to report that her eyes lids were swollen, almost closed. The physician advised the pt to be seen by a physician in mexico; that unnamed physician prescribed oral dexamethasone. On 13 may 1999 the reporting physician examined the pt and all swelling had resolved but the local redness and raised areas at periorbital treated sites persisted. The physician diagnosed the symptoms as hypersensitivity.